Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vicmo12.6 implantable collamer lens of -2.75 diopter tore/broke during injection/delivery into the right eye (od). The lens was implanted, removed and replaced intraoperatively with no patient injury. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)